Event description:
It was reported that the patient presented to the hospital with dyspnea and computed tomography results indicated a small pulmonary embolism in the left pulmonary artery near the cardiomems sensor. Scans also identified bilateral effusions. The patient was treated with heparin gtt with transition to eliquis. The site noted the patient additionally has pulmonary fibrosis with possible chronic pneumonitis contributing to the dyspnea. The site reported they do not feel the embolism was caused by the cardiomems sensor itself though it could not be confirmed if the root cause was potentially therapy related as they noted that the patient was on aspirin but they could not confirm the patient had taken this medication. The patient is still inpatient at this time.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
It was confirmed the patient was discharged on (B)(6) 2025.